Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the pump indicated the pump was charging, however, the battery gauge did not increase charge. Customer¿s blood glucose level was 189 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.